Event description:
It was reported that patient implanted with vns system several years ago became seizure free and underwent battery replacement when generator reached the end of service. It was reported that a short while after generator replacement, the patient's lead was replaced due to lead fracture. Following the lead revision, patient suffered permanent vocal paralysis and shows no signs of improving. Attempts for additional relevant information have been unsuccessful to date.